Manufacturer narrative:
Reported event of fiber broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a flexiva 200 tractip laser fiber was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure and outside the patient, the laser fiber came apart when it was pulled out from the box. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A flexiva 200 tractip laser fiber was received for analysis. Visual examination of the returned device revealed that the exposed glass tip measured 3.5mm and appeared unused. The fiber was returned in 3 pieces: a 36cm piece which included the sub miniature-a (sma) connector, a 268cm piece which included the distal tip, and an 11cm piece from break to break. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. The aiming beam exiting the fiber break was bright, clear and scattered. The condition of the returned device confirms the reported event of fiber broken. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a flexiva 200 tractip laser fiber was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure and outside the patient, the laser fiber came apart when it was pulled out from the box. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.